Event description:
The physician reported that his handheld is not working. Further follow-up with the physician revealed that he did not have his handheld with him to perform troubleshooting, but indicated that the issue that occured has never happened before. The physician reported that he had not time and could not provide more information at that time. Attempts to obtain additional information have been unsuccessful to date.